Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise artifacts on the right ventricular (rv) lead. Programming changes were recommended. No patient symptoms or intervention was reported.